Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinic was notified the right ventricular (rv) lead triggered a lead noise alert and a lead integrity alert (lia) triggered shortly after due to oversensing and noise. High impedance was noted, along with a suspected lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.